Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device screen became cracked while the user was lying under a tractor and removing the device, and a photo confirmed a broken display consistent with physical damage to the enclosure and screen. Symptoms included no adverse clinical effects, with blood glucose reported stable at 121 mg/dl. Outcomes included the user reverting to backup therapy until a replacement device was received. Investigation included review of user report and photo verification of the damaged screen. Investigation of this device revealed physical impact damage to the device screen, consistent with external mechanical stress and not indicative of a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to external impact.